Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported 'failed downstream occlusion test multiple times even after ensuring downstream pressure limit was set to medium' was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was found out of calibration and higher than intended range. The force sensor requires calibration requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test multiple times even after ensuring the ds pressure limit was set to medium, with values always recorded above the maximum specification of 19 psi. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.